Event description:
The pt had their baha surgery in 2003. The pt waited for little over three months and received their sound processor. However, pt has very coarse and thick skin, which kept growing on the 5.5 mm abutment. In march 2004, after several revisions to the abutment site, covering skin was removed. The solution was to replace the 5.5 mm abutment with an 8.5 mm abutment. During the replacement of the abutment, only the counter torque wrench was used. The gold screw tip driver was not used at all. By only using the torque wrench, the osseo integration of the fixture may have been compromised. The fixture was gently returned in by screwing it back in. There was a small amount of blood, but the site felt secure and snug.